Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat an (B)(6), male patient the device was unable to analyze. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the malfunction was duplicated; visual evaluation of the device found damage consistent with tampering. The report is consistent with the damaged inflicted by the customer in what looks to be a tool mark that dislodged a component during disassembly. The device was repaired and returned to the customer. Analysis for reports of this type has not identified an increase in trend.